Event description:
Information was received from a consumer via a healthcare provider regarding a patient who was receiving baclofen via an implantable pump for multiple sclerosis and intractable spasticity use. The patient reported that the pump stopped working for about 36 hours and the patient felt severe spasm in the legs and had to lay down and take tylenol. The patient stated that when the healthcare provider removed the medication, it was not added up correctly because there was too much medication in there. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.